Event description:
It was reported that an ilet pump¿s touchscreen fractured and became unusable while the user was seated, with no reported trauma; the affected component was the touchscreen, and a replacement ilet was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with screen fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.